Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 27-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of rash ('skin rash') and device breakage ('the implants broke') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), joint swelling ("knee swelling"), dyspnoea ("shortness of breath"), myalgia ("muscle pain"), tendon pain ("tendon pain"), fatigue ("fatigue"), visual impairment ("sight disorder"), headache ("headaches"), dry eye ("dry eyes"), onychomalacia ("very soft nails"), depressed mood ("low morale") and pain ("pain"). The patient was treated with surgery (additional surgery to remove a piece visible on the x-ray and salpingectomy to remove the implants). Essure was removed on (B)(6) 2017. At the time of the report, the rash, joint swelling, dyspnoea, myalgia, tendon pain, fatigue, visual impairment, headache, dry eye, onychomalacia, depressed mood and pain had not resolved. The reporter considered depressed mood, device breakage, dry eye, dyspnoea, fatigue, headache, joint swelling, myalgia, onychomalacia, pain, rash, tendon pain and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): immunology test - on an unknown date: strong nickel allergy. X-ray of pelvis and hip - on an unknown date: one piece was visible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 27-jan-2021. The most recent information was received on 03-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of rash ('skin rash') and device breakage ('the implants broke') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), joint swelling ("knee swelling"), dyspnoea ("shortness of breath"), myalgia ("muscle pain"), tendon pain ("tendon pain"), fatigue ("fatigue"), visual impairment ("sight disorder"), headache ("headaches"), dry eye ("dry eyes"), onychomalacia ("very soft nails"), depressed mood ("low morale") and pain ("pain"). The patient was treated with surgery (additional surgery to remove a piece visible on the x-ray and salpingectomy to remove the implants). Essure was removed on (B)(6) 2017. At the time of the report, the rash, joint swelling, dyspnoea, myalgia, tendon pain, fatigue, visual impairment, headache, dry eye, onychomalacia, depressed mood and pain had not resolved. The reporter considered depressed mood, device breakage, dry eye, dyspnoea, fatigue, headache, joint swelling, myalgia, onychomalacia, pain, rash, tendon pain and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): immunology test - on an unknown date: strong nickel allergy. X-ray of pelvis and hip - on an unknown date: one piece was visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.